Event description:
User facility reported that the pump was programmed to deliver diamorphine and midazolam. The syringe used was found to be empty prior to end of expected infusion. No alarms reported by user facility. The product was removed from use. No pt injury or intervention reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.